Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was stuck in me [foreign body in reproductive tract]. Tampon string had disintegrated [device breakage]. While pulling out tampon...tampon string had disintegrated [complication of device removal]. Case description: consumer reported via e-mail that string disintegrated while pulling out tampon and she was left with one fine string to pull out tampon but that broke off. No serious injury reported.